Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) reached 415 while wearing the pod between 4 and 24 hours. Despite multiple boluses of insulin, bg did not improve. Subsequently, patient visited the hospital and was diagnosed with hyperglycemia. As treatment, patient was administered slow acting insulin, intravenous therapy, and fluids. It should be noted that patient found cannula bent during use, however, did not check cannula when device was removed.